Event description:
Device malfunction: shaft separation. Time of device malfunction: during stenting procedure. Symptoms/ae: retrieval of separated shaft. It was reported that during the procedure in the calcified left anterior descending artery, resistance was felt while advancing the multi-link rx zeta coronary stent system. The distal shaft separated into two parts. The separated portion was removed using an unspecified retrieval device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.